Event description:
High impedance measurements were reported. Impedance measurements on the right side measured greater than 20,000 ohms for electrodes 8-11 (at 1.5 volts). There was no patient injury and troubleshooting was ongoing.

Manufacturer narrative:
(B)(4).